Event description:
The fse reported that there was an"overload fault error" message displayed within the system error logs. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable assembly was lubricated and reseated. The hv tank was recommended for future replacement. The system was tested and found to be working as intended and returned to service.